Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, one opening extended on the posterior, brown particles on the shell and crease fold. A microscopic analysis was performed which identified: one striated opening on the posterior and wear abrasion. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Physician reported left side ruptured device. The device was explanted and replaced with non-allergan device.